Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device results were 3.7 (repeat also 3.7) inr in 2006 and 5.6 inr in 2005. The corresponding lab results reported were 2.5 and 4.2 inr. The patient's coumadin was held for one day. The reporter declined product replacement.